Manufacturer narrative:
During the evaluation of the device at the third party service center, the device failed steps during testing. The device was recalibrated to address the issues.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in pt use.